Event description:
On 02/22/2000, the facility's rn/"onc" informed the MFR.'s (MFR.) Sales rep of the following: upon accessing the device, the needle worked fine. Upon removal of the needle, the nurse had a hard time removing it. The end of the needle hung up in the tissue. The concern was that the tip of the needle was bending. Needle was inserted into a port. Brand name, catalog and lot number of the device in question was not provided/known. No further details were provided.